Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. The forceps could not be opened or closed. The forceps insertion part (coil part / connection part between forceps hand part and coil) was kinked (broken). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported on behalf of the customer, during preparation for use for a diagnostic gastric duodenal fiberscopy, the cup on the biopsy forceps did not open and close smoothly (poor meshing). The intended procedure was completed with a similar device and no surgical delay. The physician in charge thought that the performance deteriorated due to aging. During the evaluation of the device, it was noted foreign matter (environmental bacteria) adhered to the forceps. This report is to capture the reportable malfunction of foreign matter (environmental bacteria) adhered to the forceps noted at estimation.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 31-jan-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. It is presumed that the adhesion of foreign matter is due to insufficient cleaning, or that it has not been sufficiently cleaned due to the passage of time after use. The instructions for use (IFU) states the following related to the suggested phenomenon: "reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups." Olympus will continue to monitor field performance for this device.